Manufacturer narrative:
Batch review performed on 17-may-2018. Lot 162262: (B)(4) items manufactured and released on 06-july-2016. Expiration date: 2021-06-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Stem was found to be loose inside packaging. This caused coating detachment. A stem back-up was used, the packaging was scratched.